Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the sales rep that an 8x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured at rated burst pressure. There was no reported patient injury. It was not indicated if the device will be returned for analysis.

Manufacturer narrative:
The device was returned and was updated. Analysis of the device is pending and will be submitted within 30 days upon receipt. Additional information was received. There was no difficulty removing the product from the hoop, removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast was not provided but the contrast to saline ratio was 50/50. The brand of inflation device used was bsc. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was 90% stenosis but the lesion not calcified and the vessel was not tortuous. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure was 10 atmospheres. The balloon did not maintain pressure during inflation and it burst. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices.

Manufacturer narrative:
Please note that the operator of device was revised to "health professional." It is unclear at this time if the device will be t returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.